Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated that the pump saved their life, and it had turned into a nightmare at the same time. They stated that it was a "very dumb and stupid rule", and "who cared about the one in pain" as only the doctor that installed the pump would fill it and maintain it. They reported they should have had about ten years of semi-pain-free-happiness, but that did not happen. Nobody told them if they moved two hours away and changed doctors that their new doctor would tell them that "they were going to die; that their pump was infected; or that the infection would go straight to their spine and brain". The pump they had not enjoyed for the past six months came out, and they went back to "pill hell" for over six months. The reason for this, according to their healthcare provider, was due to the infection and for extra healing time. The patient stated that according to the hospital lab, the "infected pump" that was taken out had no infections. The patient returned to their implanting physician, and they stated they were feeling better. They were out of bed and doing more.